Manufacturer narrative:
Pump error 38 alarm during the rewind test due to jammed motor gear box.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose was over 400 mg/dl at the time of the incident. Customer stated that they were not able to rewind the pump. The customer was advised that the pump requires replacement and to discontinue use of the pump and was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.